Event description:
We have had three occurrences in the past 4 months where the covidien foley core temperature was lower than the oral temperature. In the latest occurrence, the temperature reading was 37.7°c despite adequate urine output, and the oral thermometer reading was 39.1°c. Manufacturer response for urine meter, covidien (per site reporter): representative has informed manager and filed a qa report.